Manufacturer narrative:
(B)(4). Medical product - oxf twin-peg cmntd fem md PMA, item 161469, lot 160630 therapy date - (B)(6) 2017. Medical product - oxf uni tib tray sz aa lm PMA, item 159531, lot 147840 therapy date -(B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01223 and 3002806535-2017-01247

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the revision procedure was performed due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.